Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm had foreign matter on the device cannula/in the fluid path. The following information was provided by the initial reporter : material no: 328438; batch no: 0286317. The consumer reported seeing liquid in the syringes. Date of event: (B)(6) 2021. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/24/2021. H6: investigation: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that she is seeing liquid in her syringes. Both returned syringes were tested and both samples exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0286317 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: l2l dispatch was opened for excessive silicone being put into the barrels. Several guns had air in the lines.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm had foreign matter on the device cannula / in the fluid path. The following information was provided by the initial reporter : material no: 328438 batch no: 0286317. The consumer reported seeing liquid in the syringes. Date of event: (B)(6) 2021. Samples: available.